Event description:
The needle went through the tubing and stuck the nurse's left thumb.

Manufacturer narrative:
We received 54 unused units with lot number 7123224 on 10/8/07. Upon completion of the investigation a supplemental report will be submited.